Event description:
It was reported that during use the atrial lead exhibited intermittent far field r-wave (ffrw) oversensing. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the atrial lead exhibited intermittent far field r-wave (ffrw) oversensing. It was also reported that (B)(6) 2016 the atrial exhibited high thresholds. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex and date of birth. If information is provided in the future, a supplemental report will be issued.